Event description:
An aneurx stent graft system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported that approximately 64 months post stent graft implant there was a distal type I endoleak. During the initial implantation the bifurcated stent graft was implanted 1 cm below the level of the renal arteries and there was 20 mm aortic cuff was implanted in the left common iliac artery for bell-bottoming. The type I endoleak was from the limb that had the bell-bottoming; however, the cause of the endoleak is related to dilatation of the iliac artery due to disease progression. The physician elected to coil the left hypogastric artery and then a 16 mm diameter aneurx iliac cuff was implanted down to the external iliac artery to resolve the endoleak. An aortic cuff was also implanted proximally as a precaution; however, there was no migration or type 1 endoleak reported. No additional clinical sequelae were reported and the patient is fine.